Event description:
The pt reported an elevated blood glucose reading of "hi" on her meter with her recommended range being 110-125 mg/dl. She said her symptoms were thirst, frequent urination, and irritability. She stated she treated her levels by bolusing insulin through her infusion device. She stated her levels have been elevated for about the last 1 1/2 months and she saw her doctor today who advised her to troubleshoot her device prior to him changing her basal rates. To troubleshoot, the pt was instructed to disconnect from her device and bolus through the infusion set tubing which went through without error. The patient stated she occasionally sees blood in her cannula. Troubleshooting did not find any product issues. The pt was sent samples of a different infusion set and an insertion aid. On follow up, the pt reported her blood glucose levels have returned to normal. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.